Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, g4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 300-30-10 - equinoxe preserve stem 10mm, a089652 320-10-00 - equinoxe reverse tray adapter plate tray +0, a148185 320-15-05 - eq rev locking screw, a162938 320-20-00 - eq reverse torque defining screw kit, a140450 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, a115928 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a172619 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, a144168 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, a187241 320-32-40 - expanded glenosphere, 40mm, for small reverse, a151285 320-35-07 - small superior/posterior aug glenoid plate,left, a132817.

Event description:
It was reported that this patient was revised. Reason for the revision is unknown.